Event description:
It was reported that the patient presented for a follow up in clinic. Electrograms (egms) showed that the right atrial lead exhibited noise oversensing, which resulted in inappropriate mode switch. No intervention was performed. The patient was in stable condition.